Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. The customer has declined returning equipment for evaluation, at this time. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed - unit runs until about 35% battery then shuts down without warning.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of until runs about 35% battery then shuts down without warning was confirmed. During investigation the scanner was charged to one hundred percent and when the ac adaptor was removed it ran on battery for about fifteen minutes, the cause is an internal failure in the lithium-ion battery. The device was serviced, tested and returned to the customer. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed - unit runs until about 35% battery then shuts down without warning.

Event description:
Per biomed - unit runs until about 35% battery then shuts down without warning.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of until runs about 35% battery then shuts down without warning was confirmed. During investigation the scanner was charged to one hundred percent and when the ac adaptor was removed it ran on battery for about fifteen minutes, the cause is an internal failure in the lithium-ion battery. The device was serviced, tested and returned to the customer. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.